Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The event for heat was not duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted all components conforming that may have led to the event. A root cause could not be determined.

Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.